Event description:
It was reported that during an angioplasty procedure, stent dislodgement occurred. The chronic total occlusion target lesion was located in the right coronary artery (rca). A non-bsc guide catheter was advanced and a dissection occurred. The dissection was dilated with a 1.5mm and 2.0mm emerge balloon catheters. A 2.5x28mm rebel stent was advanced however, was unable to cross the lesion. A 2.5x12mm rebel stent was then deployed in the distal rca. The same 2.5x28mm rebel stent was advanced again however was still unable to cross the lesion. The lesion was dilated with a 2.5x20mm balloon. The 2.5x16mm rebel stent was advanced and the stent dislodged from the balloon. The dislodged stent was attempted to be removed on the wire, however, the stent came off of the wire at the sheath. The physician attempted to snare the stent, but the stent went distal. The last angiography image revealed that the stent was in the profunda. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).